Event description:
It was reported that a shaft break occurred. A 15 mm x 3.50 mm wolverine coronary cutting balloon was selected for use. It was reported that the delivery shaft was fragile, it was fractured when delivered. The procedure was completed with another of the same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that a shaft break occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. It was reported that the delivery shaft was fragile, it was fractured when delivered. The procedure was completed with another of the same device. No complications were reported, and patient is stable post procedure. It was further reported that the shaft was fractured outside the patient body.

Manufacturer narrative:
E1 - (B)(6). B5 - describe event or problem: updated.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). B5 - describe event or problem: updated. Device evaluated by manufacturer. The complaint device was received for product analysis. A visual and tactile examination of the hypotube found multiple kinks along the shaft and a break at 65.5cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. It was reported that the delivery shaft was fragile, it was fractured when delivered. The procedure was completed with another of the same device. No complications were reported, and patient is stable post procedure. It was further reported that the shaft was fractured outside the patient body.